Event description:
I am reporting the dexcom g7 device. I have been using dexcom since the g4 model and have always had great results. I am currently using the g7 and have had more issues than ever in the past. The sensors are constantly falling off well before their expiration date causing me to not be able to accurately monitor my blood glucose. The other problem this is causing is I run out of them prior to the time I can refill my prescription and have to go without monitoring until my next shipping date occurs. Every three months. I have reached out to dexcom for replacement sensors, and they are telling me that I can only get a max of three sensors per year replaced. The last one I put on fell off in less than three days. I feel that it is time for the FDA to launch an investigation on how they are handling their customers and keeping the best products available for the consumer. I understand that with new technology there are growing pains, but this is terrible and is causing lots of diabetic's concern. I am in a group for the g7 on facebook, and it seems this is a well-known problem that dexcom knows about and is doing nothing to fix but rather telling us sorry and to figure it out. They just told me on the chat that they apologize and wish me the best and that is when I advised that I would be making a formal complaint with the FDA.